Event description:
It was reported that the pacer-dependent patient had a monitor showing ventricular pauses. In-clinic, oversensing was reproducible. It was not determined which device was causing the oversensing. Device was explanted .

Manufacturer narrative:
The reported sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated test equipment. No anomalies were detected.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.